Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. Examination could not be carried out on the damaged part as it was not returned for investigation. The investigation was carried out on the basis of available information from the on-site technician and service reports. According to the system specialists, this is an extremely rare case caused by external forces. Due to a collision or other external mechanical stress on the corrugated hose, the retaining clamp of the hose broke and the corrugated hose was loose. It is important that the corrugated hose and the cables inside continue to be held to the ceiling by the remaining clamps. A systematic error was not found. The affected clamp has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the hose clamp came off and fell to the floor. There is no report of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.